Event description:
Procedure performed: unknown. Event description: tip of cannular broke off, leaving 2 fragments inside patient when removed. The surgeon managed to successfully retrieve the fragments. Product complaint form: on (B)(6) 2023: tip of port broke off in at least two fragments that were left in patient after port taken out. Surgeon successfully gathered broken off fragments by investigating port site. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided, which confirmed the complainant's experience of a fractured cannula at the tip. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: tip of cannular broke off, leaving 2 fragments inside patient when removed. The surgeon managed to successfully retrieve the fragments. Patient status: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.